Event description:
It was reported customer was experiencing high blood glucose from 400 to 600 mg/dl range. Customer's mother stated that they have contacted doctor to adjust the settings. Customer's mother declined troubleshooting and stated to call her spouse. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.